Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap / reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked case corner of belt clip rails, cracked keypad overlay at select button, pillowing keypad overlay and minor scratched lcd window. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 noted during testing. However, power error 25 and low battery alarm, and power loss alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received replace battery now alert. Customer stated that they did not get low battery alarm previously. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.